Event description:
Device used to close incision after a femoral endarterectomy in 2005. The device was applied in two layers, one layer was allowed to dry, then a second layer was applied. Fat sutures were used, no subcuticular running sutures were used. The wound was approx. 8-10 cm. Long. The pt was sent home with product info on day four and the "wound looked fine". During the operation all went well, pt represented two weeks after discharge with wound breakdown. The wound required debridement and wound was packed with betadine gauze. Sales rep was present during the closing of the wound and states there were no problems. Pt's current status is unknown.